Event description:
It was reported the pt had an infection. The ER physician indicated the pt was septic and wanted to explant the pump, believing it to be the source of the infection. No specific symptoms were reported. Add'l info has been requested.